Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they couldn't use the device because it was not working. The pt added that the battery was not charging or not taking a charge. The pt stated that they have not been able to use the equipment for about three weeks. The pt said that they were the one in pain and the device was supposed to help but it was not working. Agent went through troubleshooting steps. Agent had the pt connect to the recharger app and charge their implantable neurostimulator (ins); pt confirmed recharger had inactive message displayed. Agent reviewed information about the message. Pt confirmed that the wireless recharger had three battery bars. Agent had the pt connect to the mystim app to check the ins battery level; pt confirmed unable to connect message displayed. Agent had the pt move the communicator closer to the ins then tried to reconnect; pt confirmed that the same message displayed. Agent had the pt connect to the recharger app again and tried to recharge the ins; pt went through recovery mode with numbers 12 12 13. Agent reviewed information about recovery mode. After a few minutes, pt was able to successfully charge the ins with excellent condition. Pt had a hard time looking for the best charging position and they confirmed that they were not using a belt. Agent instructed the pt to continue charging the ins and the pt tried to maintain the charging position. Pt mentioned that the battery of the ins went up to 10% during the call. Agent reviewed that they could try to turn the therapy on however pt wanted to charge first. Agent instructed the pt to monitor the issue and call the manufacturing representative (rep) back if it persists. Pt still wanted to connect with rep; agent redirected the pt to their healthcare provider (hcp) and provided national answering service (nas) number. Pt mentioned that they had three groups (abc) and sometimes they felt that the stimulation was too strong. Agent reviewed that they could adjust the settings by connecting to their ins through mystim app. Agent was not able to walk pt through changing the settings because they were charging and just reviewed information on how to do it. Issue was not resolved.